Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was treated with intravenous fluids of saline and "sugar water" and was discharged the same day with the issue resolved and no permanent damage. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.